Event description:
--

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and confirmed this device is not included in any product advisories. This product issue will be updated after the device is returned and testing is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this device has a monitoring voltage (mv) of 2.53v and a charge time (CT) of 18.9 seconds. The device declared elective replacement indicator (eri) on (B)(6) 2013 and the caller stated this was sooner than expected. The device was explanted and replaced. No adverse patient effects were reported.